Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the device. Fse replaced the ise (ion-selective electrode) buffer valves and the buffer syringe, and the customer replaced damaged tubing to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported to beckman coulter the generation of erroneous sodium (na) patient results on their au680 clinical chemistry analyser. The customer was unwilling to provide any data. No patient demographics were provided. The erroneous na results were not reported out of the laboratory and there was no report of change to patient treatment. The customer reported sodium quality control issues during the event. The customer was unwilling to provide any examples of patient data.